Event description:
Information was received from a consumer in regard to a patient receiving bupivacaine, baclofen, and morphine via an implantable inf usion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain.it was reported that the patient has lost weight since implant and the pump keeps moving around. The patient reported a physician's assistance (pa) told them when it first started that they may have to do something about it if it keeps happening. It was noted that it has gotten worse. The patient noticed the pump moving about a year prior in 2015, and the patient noticed the weight loss a couple of months before that. Approximately 6 months prior to report, the patient noted the pump broke loose and left a big red streak where it was. The patient goes to the healthcare professional's office the next week. No interventions reported. The event date was reported as 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.